Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the flow is high and did not change in intensity even though the settings were changed. This was noticed before the surgery. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update dw on 19-dec-2025: further information was provided that the reported issue occurred during a surgery. During an ongoing shoulder arthroscopy, the pump suddenly accelerates and delivers very high fluid flow rates. The surgeon attempts to reduce the flow, but the controls do not respond, and they are forced to shut it off using the power button on the pump. All connections are checked and appear normal, but when restarted, the same issue occurs again. There are no alarms or warnings from the pump. It is noted that the flow increases significantly and the sound clearly indicates the pump is racing. The shoulder swells due to the large fluid volume, and the surgeon is forced to terminate the procedure because of this. The surgeon also assesses that, due to the amount of fluid and swelling, changing equipment at that point would not enable completion of the surgery. Therefore, the operation is not completed. The patient is awakened and is doing well except for an abnormally severe postoperative swelling.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint investigation was not confirmed. The reported failure couldn't be recreated. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number nx9113vc, was received for evaluation. The returned device was visually inspected, and signs of wear and tear were noted. Scratches were observed on the housing top panel, and one of the bottom pads was missing. During the test, the pump motor/rotating parts made a loud noise while running. This can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and is caused by extended usage in the field, device manufacture date 2016. The returned device was assembled with new ar 6411 and ar 6421 pump tubing and evaluated under normal use conditions to determine whether the reported issue could be reproduced. The pump was connected to power and turned on. After selecting the shoulder preset pressure, the run button was pressed to start the unit. To rule out any issues with the screen, the four preprogrammed pressure settings, the knee, shoulder, small joints, and hip joint presets were tested, and the device was allowed to run for several seconds. The unit operated as intended. The four preprogrammed pressure setting buttons were also tested by increasing and decreasing the pressure (+/¿), and the machine responded appropriately by adjusting the pressure up and down. The run/stop button, which activates the pump, was tested and confirmed to function as intended. The on/off button was functionally tested, and the unit powered off and initiated without issue. No problems were observed. To rule out any changes in pressure, the following tests were performed: ¿ a clamping test was performed as defined in the user guide (dfu 0212 rev 1, section 5.2) to simulate an overpressure failure and verify whether an error message and/or audible alarm would be triggered. After adjusting the pressure to 120 mmhg using the set buttons, the outflow tube was clamped until fully closed. The machine stopped, and an audible alarm activated as expected. ¿ pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. An audible alarm was heard as expected. ¿ pressure testing performed with the pressure calibrator set to 100 and 200 mmhg resulted in pump pressure readings of 45 and 91 mmhg, respectively. These results indicate no issues with the device¿s pressure performance. The device was tested for 30 minutes; during this time, it was tested in various ways to recreate the reported failure; however, it worked as intended. The device¿s total run time: 58 days, 14 hours, and 16 minutes. It was concluded that the reported failure was most likely caused by user error, including: ¿ failure to ensure proper connection and loading of the tubing, as incorrect installation can prevent the sensor from detecting the tubing correctly. ¿ failure to verify that the tubing is correctly loaded and fully seated in the tubing sensor coupler. ¿ failure to confirm that the roller housing door is fully closed before initiating operation. ¿ failure to inspect the sensors and tubing for any visible damage or contamination. ¿ reconnecting or reloading tubing after disconnection, which can lead to pressure monitoring errors. Direction for use reference: dfu 0397 sub eo, revision 0, includes the following warning: *¿warning! Do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring errors, which may cause extravasation that could result in serious patient injury.¿